Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported feeling stimulation yesterday, but not today. This event is considered a sudden change in therapy/symptoms. Patient confirmed with the patient programmer (pp) that therapy is on. The patient is on program 3 at 0.6v which is the same settings as implant. Caller noted last night he got up too quick and almost fell. During this event, the patient twisted their back and they thought that movement could have moved something. It was reviewed that the patient should contact their healthcare professional (hcp) with any therapy related concerns. Patient will follow up with their hcp. Patient was given the opportunity to change stim during the call, but the patient declined. It was reviewed that changes in stimulation are discussed at the post op appointment. It was reviewed to report the twisting movement to hcp and discuss stim sensation. It was also reviewed that 0.6v is a relatively low setting. Patient noted their symptom relief during the trial included no leaking, but still going to the bathroom has remained the same with implantable system. Current symptom relief is exactly the same as the trial, no loss of therapy.